Event description:
On (B) (6), 2010, the pt was implanted with five gore excluder aaa endoprostheses to treat a ruptured abdominal aortic aneurysm. During the procedure, the physician intentionally covered the renal arteries due to the aneurysm being located directly below the renal arteries. The pt has been receiving dialysis treatment for kidney failure previous to this procedure and will continue to be treated. An angiogram revealed a proximal type I endoleak and an aortic extender component was implanted during the same procedure to treat the endoleak. The endoleak was not resolved. A large palmaz stent was placed within the aortic extender component. The final angiogram revealed the endoleak was resolved but the superior mesenteric artery was unintentionally covered with the additional device implants. An external iliac artery to superior mesenteric artery bypass surgery was performed to restore blood flow. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use, the gore excluder aaa endoprosthesis provides endovascular treatment of infrarenal abdominal aortic aneurysms (aaas). The safety and effectiveness of the gore excluder aaa endoprosthesis have not been evaluated in the following pt populations: leaking: pending rupture or ruptured aneurysms. Caution: do no cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur. Please note an additional device implanted and related to this event: pxt281414/(B) (4).